Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after experiencing episodes of syncope. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that the patient's device was inappropriately programmed at a lower rate, resulting in the syncopal episodes. In addition, episodes of post paced t-wave oversensing were also observed. Programming changes were made. The patient's condition was stable after the changes.